Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a rectal cancer radical procedure on (B)(6) 2015 and suture was used. During the procedure, the suture broke when tying. It was unknown how the procedure was completed. There were no adverse patient consequences. No additional information was provided.